Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent (main body) and one (1) afx vela suprarenal (proximal extension). Approximately, three (3) years post initial procedure during the patient presented emergently with abdominal pain. A computerized tomography identified a 3a endoleak. The type 3a endoleak was successfully sealed with the implant of two (2) vela suprarenal¿s to bridge the disconnect between the main body and the proximal extension. The patient is stable.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported the type iiia endoleak was unconfirmed due to a lack of relevant medical imaging as only the discharge summary for the re-intervention was provided. However, it was determined that there was evidence to reasonably suggest a rupture occurred that was not included in the event as reported. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The re-intervention procedure related harms identified were acute renal failure (resolved at discharge), hemodynamic instability (resolved at discharge), ischemia of the right foot with amputation (additional surgical procedure) and a prolonged hospitalization. The final patient status was discharged on the thirtieth post-operative day to a skilled nursing facility. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem updated. H6: result code remove 3233. H6: conclusion code remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent (main body) and one (1) afx vela suprarenal (proximal extension). Approximately, three (3) years post initial procedure during the patient presented emergently with abdominal pain. A computerized tomography identified a 3a endoleak. The type 3a endoleak was successfully sealed with the implant of two (2) vela suprarenal¿s to bridge the disconnect between the main body and the proximal extension. The patient is stable subsequent to the initial report, clinical assessment determined the there was evidence to reasonably suggest a rupture occurred that was not included in the event as reported.